Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the peritonitis. At the time of this report, the patient was not recovered and it was reported the ¿patient will be receiving treatment. Dianeal and extraneal therapies were ongoing. No additional information is available.